Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One decontaminated catheter was received for the evaluation. Upon functional inspection, the physical sample was tested, and the test results is acceptable. Any catheter that does not deflate in 15 minutes is considered a non-deflator; the sample received does comply with this specification. The balloon deflated in 21.33 seconds. Therefore, the reported condition is not confirmed. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the water in the balloon was unable to be removed. The issue was noticed during preparation. There was no patient involved.